Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2018 during which the surgeon noted extensive bowel adhesion to the mesh, which caused a partial bowel obstruction. After extensively lysing the bowel adhesions, he had to perform two bowel resections and anastomoses. The mesh was then explanted with dense scar tissue and adhesions. No additional information is provided.